Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. Based on findings, it cannot be ruled out that the most likely root cause of the reported event is wear/aging of the parts with the contribution of oxidation due to environmental condition in which the component was working, as high temperatures, humidity, and condensation and the action of disinfectants over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. During device inspection signs of oxidation was found inside the patient tank. In order to solve the issue, stirring mechanism (motor, pump head and shaft extension), patient circuit 1 and 2 pumps, and distribution board were replaced. Subsequent calibration and functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two error messages on patient side (error codes e05 and e17) associated to stirring mechanism that does not start and patient circuit 1 pump that uses too much power respectively. Patient tank did not work. The issue occurred during maintenance activity. There was no patient involvement.